Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the day before the patient experienced a blood glucose of 598 mg/dl with large ketones, nausea, vomiting, and dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy and remained hospitalized at the time. The patient was treated by their healthcare provider in the hospital with insulin via injection, intravenous fluids, and food and/or drink. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in total daily dose did not match due to the prime menu being accessed and loss of primes. The patient¿s healthcare provider thought they may not have received their basal rates during the night. The basal history did not show where the pump stopped giving basal rates. The basal history matched the active basal program. All bolus totals matched and all boluses were recorded as programmed. The battery compartment was allegedly cracked. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.